Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for transcatheter myocardial ablation. During the procedure, when the needle was manually shaped, the tip of the needle broke into two pieces. Thus, the needle was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.